Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion. It was reported that the stent came off the balloon and migrated into the branch of the renal artery and was unable to be removed. The stent still remains in the patient. No patient injury reported.

Manufacturer narrative:
The artery was tortuous. Two non-medtronic stents had previously failed to cross the lesion. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion. An attempt was made to remove the stent but it was unable to be removed. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.